Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console. It was noticed during preventive maintenance. The rotaflow drive (rfd) was detected as defective. Another rfd was used for testing and the device could run normally. The device has been installed in 2014. No patient was involved. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during treatment therefore, a report is required. According to the ssu (sales and service unit) dated on (B)(6) 2025 the rotaflow drive (rfd) was used for more than 10 years. For the first decision, the customer doesn't want to repair the rfd. Since no repair has been performed, no exact root cause can be determined. However, the head error is most probably caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result, the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported "head error" could be confirmed. The review of the non-conformities has been performed on 2025-10-02 for the period of 2014-02-13 to 2025-09-25. It shows non-conformities in regard to the reported product and failure. The rotaflow drive with s/n (B)(6) was produced in 2014-02-13. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search one additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Chapter 2.2.3. Take damaged devices out of service immediately and have them tested by the authorized service personnel. The customer will also be informed by the getinge sales and service unit (ssu) to follow the chapter in the service manual for use heart-lung support system rotaflow system/ en / 03 chapter 1.7 service-related work on a device may only be carried out by service technicians who have been trained and instructed and certified by getinge. Service-related work on a device carried out by unqualified service technicians may lead to injury of the service technician, patient or other persons or may lead to device damage. Chapter 1.10 a repair is carried out for maintenance after damage or malfunction of a rotaflow system. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. No UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow drive) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console. It was noticed during preventive maintenance. The rotaflow drive (rfd) was detected as defective. Another rfd was used for testing and the device could run normally. The device has been installed in 2014. No patient was involved. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during treatment therefore, a report is required. Complaint ID: (B)(4).